Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8116700, model: sc-8116-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the device was not working. The patient underwent an explant procedure wherein all device components were explanted. No further information has been obtained despite good faith efforts.